Event description:
On (B)(6) 2014 the lay user/patient¿s spouse contacted lifescan (lfs) slovakia alleging that the patient¿s onetouch select meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed the alleged issue began on (B)(6) 2014. The patient reportedly tested on the subject meter prior to dinner at approximately 4:08pm and obtained a reading of ¿5.9mmol/l¿ which the patient believed to be a normal result. The patient¿s normal blood glucose range is ¿between 5 mmol/l to7 mmol/l.¿ the patient manages her diabetes with humulin m3 insulin, 3x per day after each meal and is a self-adjuster. The reporter stated that the patient administered 8 units of her insulin after her dinner, 2 units less than usual since she had a lighter dinner and then went to bed. The reporter claimed he found his wife later to be ¿sweating and unconscious.¿ he tested her blood glucose at approximately 7:34pm, with the subject device and reported a reading of ¿6.4 mmol/l.¿ the reporter contacted the emergency medical services immediately and they arrived at the patient¿s house within 15 minutes. The ems tested the patient at approximately 7:50pm on the ems meter (brand unknown) and observed a reading of ¿1.9 mmol/l.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient was treated at 7:50pm with an ¿injection,¿ although the reporter could not specify what type, presumably it was a glucagon injection; she felt better afterwards. At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly obtained inaccurate high readings on the subject meter, administered insulin and developed symptoms suggestive of severe hypoglycemia that required treatment from a healthcare professional after the alleged meter issue began.